Event description:
It was reported that, "pt received a 2nd or 3rd degree burn on the thigh at the ground pad application site during a 2.5 hour partial hepatectomy."

Manufacturer narrative:
The hospital retains the pad and will not submit it for eval. No lot code is identified so device history records can not be reviewed. A sales rep was able to view the pad and speak with clinical director of perioperative services. He reported that the pad had been placed on the pt's thigh parallel to the long axis of her leg. This is the opposite as recommended in our directions for use. When the surgeon could not obtain the surgical affect that he desired, the wattage output of the generator was increased. This is warned against in the directions for use as this can be an indication that the ground pad is peeling away from the pt, which can lead to an electrosurgical burn. This is what appears to have happened as the burn occurred along the narrow leading edge of the ground pad. If applied correctly, this would have been the longest side of the ground pad, which would have been better able to disperse the heat and current. Also, the ground pad should have been checked when the electrosurgical cautery became less effective. We consider this investigation completed and the complaint closed.